Manufacturer narrative:
(B)(4).

Event description:
A customer reported a cycle cancellation with their sterrad® 100s sterilizer and it is unclear whether the cancelled load was reprocessed prior to releasing the load for use on patient(s). Several attempts to contact the customer have been unsuccessful. There was no report of any injuries or human reactions. This event is being reported since there is a risk of infection or harm to patients if the load was not reprocessed prior to releasing. Advanced sterilization products has decided to report this event out of an abundance of caution. If new information becomes available, the file with be reviewed and re-evaluated.

Manufacturer narrative:
Additional information was received on 4/3/2018 from the customer clarifying the load was reprocessed prior to releasing it for use on patients. Therefore, there is no risk to patients and this file is no longer considered MDR reportable. A field service engineer contacted the customer and provided troubleshooting over the phone regarding the cycle cancellation. The customer confirmed the issue was resolved and the system was returned to service.